Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on the medical record. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there was no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'the echo report assessment from core lab at 4 years 3 months were updated, and the av velocity was initially overestimated (ava corrected = 1.1 cm2). Stage 3 structural valve degeneration (svd) was noted, and the anterior leaflet was thickened and calcified. There is a mass at the anterior aspect of the stent, and the base of the leaflet was severely thickened / calcified, with calcified pannus observed via color doppler paucity'. While a definitive root cause was unable to determine due to limited information provided; however, it was likely due to patient condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
It was initially reported by the partner 3 clinical trail, that approximately 4 year 3 month post transfemoral tavr procedure with a 23mm sapien 3 valve, core lab reading of the follow up echo images showed an aortic valve area (ava) of 0.98cm 2 with a mean gradient of 36.35mmhg. A few months later (4 months) during a visit for monitoring, the aortic valve (av) gradient, the patient had complaints of shortness of breath, chest tightness, extreme fatigue, and occasional dizziness. A cta, and right/left heart catheter were performed, and the initially reported workup did not reveal a need for intervention. The plan was monitor the patient at the time of initial reporting. The echo report assessment from core lab at 4 years 3 months were updated, and the av velocity was initially overestimated (ava corrected = 1.1 cm2). Stage 3 structural valve degeneration (svd) was noted, and the anterior leaflet was thickened and calcified. There is a mass at the anterior aspect of the stent, and the base of the leaflet was severely thickened / calcified, with calcified pannus observed via color doppler paucity. Upon follow up information received, the patient is scheduled for explant.